Event description:
Attempted to place a swan-ganz catheter during a case. Flushed the ports, saline expelled out of both. Tried advancing a .032 swan wire in the distal port but catheter would not allow the wire to pass through.